Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result of the increased basal the customer¿s blood glucose (bg) level dropped to 39 mg/dl and had lost consciousness. Customer went to the emergency room and was subsequently admitted to the intensive care unit and was treated with intravenous fluids of saline, blood thinners and calcium to address bg level. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.